Event description:
It was reported that the pt was implanted an alpha insert me with rim ll/28 on an unk date. On (B)(6) 2015, a revision surgery was performed due to implant breakage.

Manufacturer narrative:
The manufacturer did not receive the device for investigation as it is retained by the hosp. No x-rays, surgical reports or other source documents were received for review. As an incorrect lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
Additional information received on 06/03/2015. The manufacturer did not receive the device for investigation as it is retained by the hospital. As an incorrect lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
Additional information: it has now been reported that metallosis and extended synovectomy were found during revision surgery.

Manufacturer narrative:
No trend identified. The products were not at hand for investigation. The product combination used was approved by zimmer. Two x-rays were received. The ap x-ray, dated (B)(6) 2015 shows that the cup is positioned with an inclination angle of around 45 degrees. The head seems to be decentralized respect to cup pole and some broken cerasul inserted particles are visible around it. The anteversion angle seems to be too high but cannot be estimated since the correct dimension of the cup are not available but seems to be around 30 degrees. Bone resorption is visible at the high of the greater trochanter of left hip. The x-rays dated (B)(6) 2015 is a post-operative after revision. No conspicuous observation was done. The revision report dated (B)(6) 2015 states that the cerasul insert had to be removed due to breakage in many pieces. During revision surgery, the surgeon noticed metallosis around the joint. The cup was also removed with the insert. A new cup with biolox delta insert was placed. Based on the given information and the results of the investigation, it was not possible to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information received on august 14, 2015. It was reported that the patient heard a "crack" during daily activity. Insert was found to be broken. Patient underwent revision surgery to remove the broken component. Two x-rays were received for investigation. The a-p hip x-ray dated (B)(6) 2015 showed that the cup was positioned with an inclination angle of 45° and an anteversion of approximately 25°. The head seemed to be decentralized respect to cup pole and some broken cerasul insert particles were visible. Bone resorption was visible at the hight of the greater trochanter of the left hip. The post-revision x-rays dated (B)(6) 2015 did not show any conspicuousness. The revision report dated (B)(6) 2015 stated that the cerasul insert had to be removed due to breakage in many pieces. During revision surgery, the surgeon noticed metallosis around the joint. The cup was also removed with the insert. A new cup with biolox delta insert was placed. Review of reported document revealed that a corail stem from depuy was implanted along with the zimmer products. The product combination for the reported zimmer products (cup, insert, head) was approved. The implanted corail stem from depuy is not compatible with zimmer products. Based on the given information and the results of the investigation, we were able to identify a specific root cause for this issue. We consider off-label use as root cause. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).